Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found to have exhibited a gradual increase in impedance measurements over the past three months. Additionally, the rv lead also exhibited possible noise. A lead revision procedure was performed, the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found to have exhibited a gradual increase in impedance measurements over the past three months. A lead revision procedure was performed, the rv lead was explanted and replaced with a new rv lead. No additional adverse patient effects were reported.